Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting, malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue happened again, and caller acknowledged and understood instructions.